Manufacturer narrative:
(B)(4). (B)(6). The motor device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking components were damaged and the safety lock was defective on the motor device. It was further determined that the device failed pre-repair diagnostic tests for cutter lock assessment, safety assessment, and rotational speed. It was noted in the service order that the device would "not hold the drill¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.